Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that their second ins device never worked as well as the first one. The patient reported that they chose to end the clinical trial they were doing and had the ins removed in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.